Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out of range pace impedance (>2500 ohms). There was noise being sensed in the therapy zone. No inappropriate therapy was delivered. There is no capture at the max output. Additional information indicated that there was no intervention. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that an invasive procedure was performed to cap this right ventricular (rv) lead due to high, out of range pace impedance measurements. A new lead was successfully implanted. No adverse patient effects were reported.